Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture on the right ventricular (rv) channel. Technical services (ts) reviewed and found spikes in rv pacing impedance measurements. Pacing impedance measurements were within normal limits. Ts provided reprogramming recommendations. Additional information provided minute ventilation (mv) was disabled due to low out of range rv pacing impedance measurements. Ts confirmed no noise or oversensing was exhibited. Ts provided reprogramming recommendations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the b5, describe event or problem field for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture on the right ventricular (rv) channel. Technical services (ts) reviewed and found spikes in rv pacing impedance measurements. Pacing impedance measurements were within normal limits. Ts provided reprogramming recommendations. Additional information was requested but not provided. Due diligence has been completed. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture on the right ventricular (rv) channel. Technical services (ts) reviewed and found spikes in rv pacing impedance measurements. Pacing impedance measurements were within normal limits. Ts provided reprogramming recommendations. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.